Event description:
It was reported that the x-ray button on the tube head of the 2800 system was broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray button was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.